Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patient's device reached elective replacement indicator and then the battery voltage increased above that threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.